Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), during reprocessing, the connecting tube was failing. It was noted that the connector kept breaking. There was no harm or user injury reported due to the event. This report is part three of four related events. (Patient identifiers: (B)(6)).

Manufacturer narrative:
This report is being supplemented to provide additional information based on device evaluation, additional information based on the legal manufacturer's final investigation, and a device history record (DHR) review. The subject device has been returned to olympus for evaluation. During evaluation, it was observed, both clips on the orange connector were missing from the connector, the pin inside the orange connector had no signs of being bent or damaged, tubing was examined and had no indications of cuts, punctures, kinks, or residue on or inside the tubing, the metal connector on the opposite end of the orange connector had signs of several scratches on the housing of the connector, and it was confirmed that the clips on the orange connector were detached and was missing. A review of the DHR could not be performed due to the manufacturing date being unknown. Based on the results of the investigation, it is likely that the connecting tube could not be connected due to detachment of the lock lever by external stress. As a cause of the external stress, it was noted that force was likely applied in an incorrect direction. However, the root cause of the reported issue is unknown. Olympus will continue to monitor the field performance of this device.